Event description:
An optometrist reported that prior to a bilateral prk, (photorefractive keratectomy) procedure, the laser operator mistakenly transposed the treatment cylinder axis by 100 degrees, when entering treatment parameters into the laser for the patient's left eye. The laser operator has been re-trained by the site. Reporter also stated that the patient experienced ghosting in the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).